Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator (ipg) had eroded through the patient¿s skin. Patient had effective therapy. A surgical pocket revision was performed on (B)(6) 2021 wherein the pocket was cleaned up and the ipg was repositioned deeper and more lateral into the pocket. There were no complications during the procedure. Patient was stable.